Event description:
It was reported that a one-link non-dehp standard bore catheter extension set had a leak at the connector. This was noted during infusion. The reported stated that the caps were "blowing off of the sets causing leaking". There was patient involvement, but medical intervention is not known. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.